Event description:
Reportedly, after firing, the handle locked indicating the instrument was fired. The surgeon then cut the tissue and released the device, however, no staples had fired. The surgeon manually sutured to complete the case. No pt injury was reported. Procedure: lar/end to end anastomosis. Pt sex: unknown.